Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that while attempting to acquire vascular access with ultrasound guidance for an electrophysiology procedure, the vascular access wire detached within the adipose tissue of the patient. A second attempt was required for successful vascular access. The physician was able to successfully retrieve the access wire tip with a pair of hemostats. No patient injury to report.